Event description:
It was reported that patient was burned from grounding pad.

Event description:
It was reported that patient was burned from grounding pad. Additional information was received that patient was treated with bacitracin antibiotic ointment and dry bandage.